Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the suction module intermittently did not function. There was no pt connected to the anesthesia workstation at the time of the event. MFR ref. #: (B)(4).